Manufacturer narrative:
Corrected alert date.

Manufacturer narrative:
As this guiding cathter will not be returned no analysis will be performed. Should additional informatoin become available this event will be updated.

Event description:
Boston scinetific recieved informaton that during the procedure this guiding cathter was inserted into the patient and upon putting contrast solution a fracture was noted at the weld between the pipe contrast and valve. The guiding catheter was retracted from the heart and the procedure was finished with another guiding cathter.